Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The product disconnected and leaked blood. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The product disconnected and leaked blood. This event coincided with an IV infiltration. The IV had to be restarted and contrast re-injected to complete the scan. The customer's injection system typically injects at 0.2ml/second to 4ml/second. The customer watches carefully at 100 psi, and the limit is set at 325 psi. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the product disconnected and leaked was not confirmed. Visual inspection of the set showed no damage or any anomalies. Functional and pressure testing (including use of a power injector) resulted in no leaking or disconnections. The root cause was not identified.

Event description:
The product disconnected and leaked blood. This event coincided with an IV infiltration. The IV had to be restarted and contrast re-injected to complete the scan. The customer's injection system typically injects at 0.2ml/second to 4ml/second. The customer watches carefully at 100 psi, and the limit is set at 325 psi. There was no patient harm. The patient was an ER patient with a 20 gauge catheter in the right antecubital.